Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 10, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g4 (date received by manufacturer); g7 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2:11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 25 - cause traced to manufacturing. The affected sample was disassembled upon receipt to find that one of the venous inlet tubes was bent due to an incorrect assembly of the venous drainage cage. A representative retention sample was disassembled to show a properly assembled venous drainage cage. A general training has been conducted with production staff to raise awareness to this issue. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a fluid jetting from the venous inlet into the reservoir was noted. No patient involvement. The product was changed out. Procedure was completed successfully.